Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The father reported via phone call that the customer had a keypad anomaly. The father stated the buttons were frozen and unresponsive on the insulin pump. Customer's blood glucose was 313 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.